Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response, spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination, damage or defect.

Event description:
On (B)(6) 2012, the patient contacted animas stating 2 months ago, the keypad buttons were sticking, would sometimes freeze and getting worse over time. The patient stated that it was primarily the ok keypad button that would freeze but occasionally the down/up arrow buttons would freeze too. The patient reportedly noticed it became more difficult to bolus. The pump was reportedly exposed to water 10 weeks ago, but there was no indication of moisture inside the pump. The patient denied damage to the keypad. The patient reportedly wore the pump on a clip and cleaned the pump with alcohol. Customer support (cs) advised the patient not to use alcohol to clean the pump and provided instructions to the patient on what to use when cleaning the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.